Manufacturer narrative:
The device was returned due to an obstruction, needle insertion difficulties, and sheath/dilator puncture. Only the dilator was returned for investigation. The sheath was not returned. No obstruction was noted on the dilator tip. The dilator was flushed with fluid; no resistance or functional anomalies were noted. The dilator had been punctured and protruded proximal to the distal tip. A needle/stylet assembly from current inventory was inserted into the dilator; the needle/stylet assembly exited the aforementioned puncture on the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the sheath and dilator puncture remains unknown.

Event description:
During the procedure, a dissection of the superior vena cava (svc) occurred. While preparing the introducer prior to patient insertion, a small obstruction was observed at the tip of the dilator while flushing. The brk needle was inserted through the dilator to clear the blockage but resistance was noted. Despite the obstruction and insertion difficulty, the introducer set and brk were inserted into the patient. Once positioned at the svc, the brk needle was attempted to be inserted through the introducer however, resistance was felt. The needle was pushed through the dilator and sheath and dissected the svc. The introducer and needle were removed and ice confirmed a small bleed. The bleed resolved without any intervention. After the bleeding resolved, the procedure was completed successfully.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 3008452825-2020-00094. During the procedure, a dissection of the superior vena cava (svc) occurred. While preparing the introducer prior to patient insertion, a small obstruction was observed at the tip of the sheath while flushing. The brk needle was inserted through the sheath to clear the blockage but resistance was noted. Despite the obstruction and insertion difficulty, the introducer set and brk were inserted into the patient. Once positioned at the svc, the brk needle was attempted to be inserted through the introducer however resistance was felt. The needle was pushed through the introducer and dissected the svc. The introducer and needle were removed and ice confirmed a small bleed. The bleed resolved without any intervention. After the bleeding resolved the procedure was completed successfully.